Manufacturer narrative:
This report is being supplemented to include the following statement that was inadvertently left out of the initial MDR report (submitted same date 08 feb 2023), "this MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed".

Event description:
The customer reported the subject device displayed e315 error [non-compatible endoscope] on multiple units. There was no patient or user injury reported.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: circuit board failure, dirt, foreign material adhesion, corrosion, etc. At the connector electrical contacts, abnormal continuity caused by internal flooding (fluid ingress). The event can be detected/prevented by following the instructions for use: inspection of the endoscopic system. Warnings and cautions or precautions. Olympus will continue to monitor field performance for this device.